Event description:
It was reported that the patient presented in clinic with noise. The noise was not reproducible with pocket manipulation. The physician reprogrammed the atrial sensing. The lead remained implanted.

Manufacturer narrative:
(B)(4).